Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was noted and the patient experienced st elevation. During a catheter ablation procedure, a versacross access solution kit was selected for use. After the transseptal puncture was completed, when a non-boston scientific mapping catheter (octaray) was inserted into a non-boston scientific sheath - sl0, the patient experienced st elevation. Air only noted when octaray was inserted into sl0. The versacross sheath and rf wire were present inside patient body. The sheath valve closed or open during exchange of devices. Patient remained stable when st elevation noted. To treat the patient, nitro was administrated after coronary angiography (cag) and they have been discharged from hospital. The procedure was completed using original devices. The device is not expected to be returned for analysis (discarded).